Event description:
It was reported that prior to a robotic thyroidectomy procedure the blade is broken. Cause not identified. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was tested with a generator and was functional; in addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly had the blade broken. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.